Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the difference of expansion ratio. This product expanded the skin graft to larger than the usual ratio. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the 3:1 dermacarrier, part number 00219501300 and lot number 63187388, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 12 mar 2018, it was reported from ehime prefectural niihama hospital that two 3:1 dermacarriers from the same lot had different expansion ratios. The one expanded to the usual ratio and the other produced a larger ratio than expected. On 13 jun 2018, a returned product investigation was performed on the 3:1 dermacarriers. The physical evaluation revealed that the returned carriers had different cutter marks. However, without knowing the other possible variables to create the mesh such as the use of an incorrect mesher, a different mesher, different skin thickness, a mesher out of calibration, or a different user, the reported failure cannot be confirmed based on the returned product alone. The root cause of the reported event cannot be specifically determined with the provided information because the returned product was not able to confirm the failure. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.